Manufacturer narrative:
Addition h6 codes: code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Addition images were sent to gore imaging services for evaluation. Per the evaluation there is one time-point available for evaluation, post-implantation computed tomography angiography (cta) dated (B)(6), 2021. The aortic diameter just distal to the right renal artery appears to be 23.1mm. It is unclear aortic margins/borders at the level of the renal arteries. Aortic diameter ~8mm distal to the right renal artery appears to be 54.7mm. Aortic diameter 15mm distal to the right renal artery appears to be 67.0mm. The proximal end of the device appears to be ~95.9mm distal to the right renal artery. Cannot confirm device migration with one time-point. Angulation in the proximal abdominal aorta appears to be ~90degrees. Maximum diameter of the aaa appears to be 68.9mm x 100.0mm. Maximum diameter of the left common iliac artery (lci) aneurysm appears to be 68.0mm x 74.9mm. There appears to be lack of distal seal in the distal contralateral leg. Type ib endoleak (type I distal endoleak). Addition: patient weight-89kg, patient comorbidities: previous abdominal aortic aneurysm, anxiety, copd with emphysema, hematuria, hypertension, sciatica, and upper respiratory infection, patient medications: albuterol, aerosol, aspirin, atorvastatin, hydrocodone, and metoprolol.

Manufacturer narrative:
Concomitant medical products: pxc201200/ 10478427 UDI (B)(4), pxc181000/ 10542969 UDI (B)(4), pxc181200/ 10285587 UDI (B)(4), and pxt281412/ 8067688 UDI (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that the patient is being scheduled for a left iliac repair.